Manufacturer narrative:
On july 22, 2021, mentor became aware of the following and associated fields have been updated on this form: event description has been updated under b5. Reason for device explant and/or reoperation: right side rupture, and late onset seroma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported from the us that a female patient of an unknown age and ethnicity who underwent bilateral breast implant surgery in 1999 with an unknown type of mentor silicone textured breast implants (unknown product code/unknown lot number) has a ¿suspected¿ diagnosis of right side breast implant associated anaplastic large cell lymphoma (bia-alcl). As a result, the patient will undergo bilateral explantation of the medical devices on (B)(6) 2021. The specimens will be sent to pathology for testing. Additional information received from the doctor's office on 08-jul-2021 indicated that the patient experienced a late onset seroma of the right breast and there is also a possibility of a rupture. It was reported that as per the doctor¿s notes, ¿no fluid has been tested as of yet. His notes state that he is concerned due to a ¿late presenting seroma¿ and because her textured implants have been in since 1999. There is also a possibility of a rupture. But it doesn't look like there is imaging to confirm that. ¿ additional information received from the doctor¿s office on 22-july-2021 indicated that the pathology reports of the specimens were received and the pathology findings did not show any alcl or malignancy present. Both implants found to be ruptured. No further information was provided. Follow ups are currently in progress to obtain additional information regarding this case. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
On july 8, 2021, mentor became aware of the following and associated fields have been updated on this form: the impacted side was right. The patient experienced a late onset seroma of the right breast and there is also a possibility of a rupture. Fields d6b for explantation date have been updated to (B)(6) 2022. Clinical codes seroma, and device code rupture have been added to field h6. Field h6 health effect impact code ¿device explantation¿ has been added. Field h6 type of investigation has been updated to "device not returned." Reason for device explant and/or reoperation: right side alcl, rupture, and late onset seroma since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported from the us that a female patient of an unknown age and ethnicity who underwent bilateral breast implant surgery in 1999 with an unknown type of mentor silicone textured breast implants (unknown product code/unknown lot number) has a suspected diagnosis of right side breast implant associated anaplastic large cell lymphoma (bia-alcl). As a result, the patient will undergo bilateral explantation of the medical devices on (B)(6) 2021. The specimens will be sent to pathology for testing. Additional information received from the doctor's office on (B)(6) 2021 indicated that the patient experienced a late onset seroma of the right breast and there is also a possibility of a rupture. No further information was provided. Follow ups are currently in progress to obtain additional information regarding this case.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported from the us that a female patient of an unknown age and ethnicity who underwent bilateral breast implant surgery in 1999 with an unknown type of mentor silicone textured breast implants (unknown product code/unknown lot number) has a suspected diagnosis of breast implant associated anaplastic large cell lymphoma (bia-alcl). At this time, the patient has not yet undergone explantation of the devices. No further information was provided. Follow ups are currently in progress to obtain additional information regarding this case. Bia-alcl is a known potential complication that may be associated with the use of mentor silicone textured implants and are listed in the instructions for use (IFU) as such. With the limited information provided, a true classification of the suspected bia-alcl diagnosis cannot be pathologically confirmed.